Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 10 months, 1 day post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time. Per procedural notes during the initial implant, while deploying a 26 mm sapien 3 ultra valve, the valve was deployed too aortic resulting in moderate paravalvular leak (pvl). The team attempted to post dilation with +1cc with no change to the pvl. It was decided to implant a second valve. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. The valve was successfully deployed at 80/20. Tee following the second valve deployment showed trace to mild pvl. The patient was in stable condition. There was no indication or allegation of a device malfunction. The event was a result of difficult anatomy and calcium that necessitated a second valve.

Manufacturer narrative:
After administrative review, there were no allegation or indication of an edwards' device malfunction. These events are covered under FDA thv/tvt registry exemption (B)(4) and will be reported via edwards summary reporting. Therefore this individual MDR is herein retracted. It was initially reported by implant patient registry through receipt of an implant data card, that approximately 10 months, 1 day post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. Per procedural notes during the initial implant, while deploying a 26 mm sapien 3 ultra valve, the valve was deployed too aortic resulting in moderate paravalvular leak (pvl). The team attempted to post dilation with +1cc with no change to the pvl. It was decided to implant a second valve. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. The valve was successfully deployed at 80/20. Tee following the second valve deployment showed trace to mild pvl. The patient was in stable condition. There was no indication or allegation of a device malfunction. The event was a result of difficult anatomy and calcium that necessitated a second valve. Per medical records received, 3 month post vinv tavr, the patient developed severe mitral regurgitation secondary to flail of the mitral valve posterior leaflet (p1 and p3). The patient underwent a mitraclip procedure x2, and was reported to have been doing well until a recent onset of shortness of breath and cough. Tte and tee approximately 10 months post tavr revealed moderate to severe mitral regurgitation with moderate mitral stenosis, and the sapien 3 ultra valve had paravalvular leakage with hemolysis. It was decided to proceed with mitral valve replacement. Per discharge summary, the patient underwent removal of 2 transcatheter aortic valves and aortic valve replacement, removal of 2 mitral clips and mitral valve replacement, and exclusion of the left atrial appendage utilizing total cardiopulmonary bypass. The patient was discharged in stable condition.